Event description:
It was reported that while attempting to place a g2 vena cava filter infrarenal, the legs became stuck in the catheter. The dr reportedly was able to release it, but only the arms deployed; the legs did not. The filter was removed via the jugular using a recovery cone removal system. A greenfield vena cava filter was then placed in the pt. The pt is doing fine.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. The sheath was not returned for eval. Upon initial inspection of the returned sample, the pusher wire handle appeared properly crimped to the pusher wire. The pusher wire was clean and intact. The pusher wire was measured and was within specification. The storage tube and the y-body had no defects and were intact and mated together properly. The touhy nut was tight on the storage tube. Upon visual examination, there appeared to be a blood clot in the apex of the filter and around 3 of the hooks. The 3 hooks/legs were not twisted or crossed, but appeared to be held together with tissue or a blood clot. All arms, legs and hooks were intact and present. The filter was measured. The wire od, the hook wires, and arm lengths were within specification. The result of the investigation was inconclusive as the filter sheath was not returned for eval. Without the return of the total system, the issue could not be reproduced. The root cause is unk.